Event description:
It was reported by the remote transmission there was an electrical reset ram parity error and the device went to vvi65. It was also reported that the battery voltage was below eri value; however, eri wasn¿t triggered. The patient reported shortness of breath. The device will be interrogated, reprogrammed and the software update will be re-installed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)